Event description:
It was reported that during a pci procedure, stent damage occurred. The totally occluded lesion was located in the moderately tortuous mid left anterior descending (lad) coronary artery. The liberte' monorail stent was advanced with the use of two guide wires, but failed to cross the lesion. When the entire stent system was removed, it was noted that the stent edge was "lifted up." The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."